Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: relationship between operator experience and procedure outcomes with the micra transcatheter leadless pacing system. Heart rhythm 2016; 13:s169. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An abstract from an academic poster was reviewed which contained information regarding leadless implantable pulse generators (ipg). Multiple patients were noted in the abstract; however, a one to one correlation could not be made with unique device serial numbers. The abstract reports major complications including death, permanent loss of device function, and patients requiring system revision. The status of the leadless ipgs is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.